Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited episodes of noise and myopotential oversensing. The rv lead was reprogrammed (B)(6) 2022 and the patient was in stable condition.